Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Review of manufacturer's database indicated the patient died approximately two months following device implant. The cause of death has been requested and not received. Follow up revealed the patient had a heartrate in the 40s, so reported was probably not pacer dependent. Patient had been admitted to a rehab/nursing center 27 days prior to death.

Event description:
Review of manufacturer's database indicated the patient died approximately two months following device implant. The cause of death has been requested and not received.